Manufacturer narrative:
(B)(4). Batch # m9226k.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when the clip was applied it did not form as it should. The clip applier also jammed a few times. Another clip applier was used and the procedure was finished without any further issues there were no adverse consequences for the patient reported.